Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level reached 596 mg/dl due to the issue. The customer addressed the high blood glucose by administering a correction injection and did not need third-party assistance. Technical support provided guidance on resetting the pump, which resolved the issue, and informed the customer to contact support again if the malfunction recurred. The customer acknowledged and understood these instructions, and it was confirmed the pump could continue to be used without further problems.